Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue; battery life indicator not working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: on investigation, the pump powered on without issue. During testing, an ez-prime sequence was successfully performed and the pump exercised for 24 hours without malfunction. Low battery and replace battery alarms were reproduced for investigation. Both conditions occurred at the correct voltage thresholds and were recorded at the correct time and in the correct order in the alarm history. Investigation was unable to duplicate the complaint and the pump was found to be operating within the required specifications without malfunction.